Event description:
It was reported that patient observed stuck pixel on pump screen and sent photos by email. There was no reported impact to the customer¿s blood glucose level. Customer support suggested scheduling call back, and pump was replaced.